Event description:
Complainant alleged that while attempting to treat a pt (age & gender unknown), the electrodes would not adhere to the pt's skin. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The customer has indicated that the event electrode pads were discarded and they are not available for eval.